Event description:
It was reported that the vertical lift column on the 9800 system would not work and there was a problem with the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply, fluoro funcitons board, and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.